Event description:
It was reported that the t:slim x2 pump battery would not charge and the pump screen was dark and wouldn't turn on. There was an unknown impact on the customer's blood glucose level, as the caller declined to answer whether the level exceeded 500 mg/dl. Technical support instructed the caller to attempt troubleshooting steps, including pressing the center of the pump button and using charging supplies known to work; however, the pump screen did not turn on, and the led was not blinking. The caller was using a third-party wall adapter, and technical support advised them to plug the adapter into a reliable outlet for at least 30 consecutive minutes to see if the pump would begin charging. There was a plan for technical support to follow up on the issue.